Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in use. The root cause was determined to be defective floater due to aged chambers. In consequence the breathing set with chamber was replaced. There was no patient or user harm.

Event description:
(B)(6) reported @ (B)(6) 2020: water splash on the patients - 2 accident; one with high water level, one with normal water level. These accident are reported to the danish health authorities according to the legislation. Phonecall with (B)(6) @ (B)(6) 2020: he informed me that those both issues were reported hospital internally but not yet to local danish authorities. He informed me further that it is not known if the patient was been harmed. On the other side if this had happen we would be already informed about that due to the time frame the MDR prescribes (within 2 days in case of death or injury of the patient).